Event description:
It was reported that following the successful implant of a transcatheter aortic valve, it was observed that the valve was under-expanded. Subsequently, a post-implant balloon aortic valvuloplasty (BAV) was performed with a non-Medtronic 22 millimeter (mm) balloon. Following the BAV, it was observed that the valve was expanded well, and protamine was administered. Approximately 3-5 minutes later, it was observed that the patient's blood pressure had decreased. Echocardiogram was performed ruling out effusion, however it was observed that the patient's left ventricular ejection fraction was low. An x-ray was performed, which ruled out any injury to the aortic arch. The patient's blood pressure continued to drop, cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated. The patient's pressure slightly recovered and was maintained via anesthesia, however approximately 10 minutes later the patient's blood pressure dropped again, and CPR was re-initiated. CPR was continued for approximately 45 minutes, at which point the pa tient was pronounced dead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.